Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient underwent a trial procedure on (B)(6) 2016. During the procedure, the doctor was unable to implant the lead intended for use due to the patient's anatomy. As a result, the procedure was abandoned.